Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error too low. No further information is available at this moment. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Reviewed the DHR for job 3684298 which included serial number 1156636 (see attached). There was no evidence of any issues during the manufacture of this device and there was no indication or evidence provided in the complaint of a manufacturing defect. Service history review identified this device has not been in for service previously. B3 unknown, h6: health effects, health impact updated.